Manufacturer narrative:
The maquet failure analysis and testing dept.(fat) received part number 0670-00-1164 pcb, front end rohs, serial number (B)(6) from the supplier. The supplier performed hi-pot, in circuit testing and functional testing. All tests passed, no issues found. Retaining the board in the fat dept. Per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the issue. The fse replaced the compressor and front end board as precautionary measure as failure was intermittent. The fse completed a pm with full calibration, functional testing and safety check to factory specifications. The unit was then returned to customer. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: front end board compressor, scroll muffler 100 micro muffler 1/8 npt temperature sensor, threaded probe these parts were received with a reported unit failure message of ¿over temperature¿ message on screen. Performed visual inspection of these parts received and parts look to be in good condition. Installed all complaint parts into the cardiosave test fixture and tested together and separately to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department let pumped the unit overnight. The failure analysis and testing department could not verify the failure of ¿over temperature¿ message. The fat dept. Did not observe any message. All parts passed testing. Sending following board to the supplier as per procedure. Front end board retaining following parts in the fat dept. As per procedure. Compressor, scroll muffler 100 micro muffler 1/8 npt temperature sensor, threaded probe

Event description:
N/a

Event description:
It was reported that during operation on a patient, the cardiosave intra-aortic balloon pump (iabp) was observed in stand by with ¿over temperature¿ message on screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.